Event description:
A baxter sales rep reported the following in 2008: the customer reported that while using one (1) unit of elcam four way standard bore stopcock to administer levophed to a pt one day prior, the set cracked and leaked. It is unk when this is occurring. During a follow-up call with the facility's director of critical care svcs the next day, she stated that it is unk where the leak is coming from or if the set is indeed cracked. The director indicated that an unk quantity of levophed leaked. In addition, an unk amount of blood backed up onto the pt's bed, and the pt's blood pressure dropped. The pt then woke up and was agitated. No additional info is available.

Manufacturer narrative:
Although the customer originally indicated the sample was available and was sent a sample retrieval kit, the risk mgmt dept has indicated that the sample will not be made available to baxter.